Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and had difficulty charging the implantable pulse generator (ipg). As a result, the ipg was unable to communicate with the remote control.